Event description:
It was reported that on (B)(6) 2013, (B)(6) 2014, the patient was presented for office visit with pain in joint, shoulder region, cervicalgia. The patient underwent x rays of the spine, cervical. The patient also underwent arthrocentesis, aspiration and injection in major joint bursa.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on,(B)(6) 2010 the patient presented with the following preoperative diagnosis: lumbar spondylosis with disk bulge l4-5 and l5-s1. The patient underwent the following procedures: lumbar laminectomy l4 to s1. Posterior spinal fusion with bone morphogenic protein and mosaic l4 to s1. Spinal instrumentation l4 to s1. Per op notes: "bone morphogenic protein and mosaic were packed in the posterolateral elements. Then 7x40 pedicle screws were placed in the pedicles of l4 and l5 bilaterally; 7x35 screws in s1 bilaterally. Appropriate sized rod was chosen, bent and tightened down with facet screws and torque device." The patient also had the following preoperative diagnosis: lumbar spondylosis with radiculopathy l4-5 and l5-s1 left. The following procedures were performed: l4-5, l5-s1 left hemilaminectomy, medial facetectomy and foraminotomy . Pedicle screw fixation and fusion l4 to s1. (B)(6) 2011 the patient presented with complaint of back pain. The patient underwent x-ray of the lumbar spine. (B)(6) 2011 the patient presented with history of post laminectomy syndrome-lumbar. Examination: lumbar spine. Impression: stable changes of prior posterior instrumented lumbar fusion at l4-s1. Mild degenerative disc disease. (B)(6) 2011 the patient presented for follow up . Radiographic studies showed no change. (B)(6) 2013 the patient presented to the office with complaint of shoulder pain. (B)(6) 2013 the patient presented to the office with complaint of left shoulder pain. Impression: neck pain, shoulder pain responding to depomedrol injection. (B)(6) 2014 the patient presented with chief complaint of pain in left shoulder. (B)(6) 2014 the patient presented with chief complaint of left shoulder pain. MRI results: partial rotator cuff tear. (B)(6) 2015 the patient underwent MRI of the cervical spine without contrast due to brachial neuritis. Impression: acdf changes at c5-6 and c6-7 with probable long fibular allograft strut and c6 corpectomy changes. No residual central canal or foraminal stenoses are observed and within the limit of the exam, fusion is solid. Circumferential disc bulge at c4-5 with facet arthropathy resulting in mild central canal stenosis and bilateral foraminal stenosis. The patient also underwent the MRI of the lumbar spine with and without contrast due to radiculitis. Impression: posterior decompression and instrumentation at l4-5 and l5-s1 with moderate residual l5-s1 foraminal stenosis. CT would better evaluate for the degree of fusion across these segments. Annular disc bulge with a superimposed left paracentral-lateral recess 5 mm herniation at l 1-2, resulting in left lateral recess stenosis, mild central canal stenosis, and posterior displacement of the conus medullaris tip. There are mild bilateral foraminal stenosis. Circumferential disc bulge with posterior element hypertrophy at l3-4, above the lower decompression, resulting in mild central canal stenosis, bilateral lateral recess stenosis, and moderate to severe left greater than right foraminal stenoses.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent posterior lumbar fusion surgery on lumbar region of her spine from vertebrae l4 to s1. She was again implanted with rhbmp-2/acs. Post second surgery, she had been marked with progressively worsening low back pain with radiculopathy into her right hip and leg. The patient continues to experience severe pain in her neck, head, shoulders, and low back with radiculopathy into her upper and lower extremities. She is unable to work. She experiences difficulty ambulating and often requires cane. The patient was unable to enjoy daily activities that she enjoyed pre-operatively, and has suffered from serious and permanent injuries.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2010 the patient underwent x rays of the lumbar spine, operative. Summary: this study was limited due to operative conditions. No complication was reported. On (B)(6) 2010 the patient underwent x rays of the lumbar spine. Impression: expected postoperative changes in the lower lumbar laminectomy and fusion with hardware and bone graft. On (B)(6) 2010: patient presented for office visit with lumbar pain. Patient underwent 3 view examination of lumbar spine. Impression: expected postoperative changes in lower lumbar laminectomy and fusion with hardware and bone graft. On (B)(6) 2011 the patient presented for follow up. Radiographic studies of lumbar spine showed no change. Mild scoliosis. Diffuse disc narrowing is present. On (B)(6) 2011: the patient presented with abdominal pain and lower gi bleeding who undergoes endoscopy. On (B)(6) 2011: the patient underwent myocardial perfusion study due to chest pain. Summary: no evidence of ischemia. On (B)(6) 2010, (B)(6) 2011, (B)(6)2012: the patient presented for follow up visit. On (B)(6) 2010, (B)(6) 2011, (B)(6) 2012: the patient presented for refilling of medications. On (B)(6) 2012: the patient presented for neck pain. On (B)(6) 2012: the patient underwent x-ray of shoulder due to neck and shoulder pain. Summary: normal appearing left shoulder joint. Mild degenerative changes at the ac joint. On (B)(6) 2012: the patient presented with chest pain, jaw pain, nausea, chest pounding. On (B)(6) 2013: the patient presented with a complaint of low back pain. On (B)(6) 2013: the patient underwent x-ray of sacrum and coccyx due to low back pain. Impression: sacrum and coccyx negative for acute osseous findings. Interval postoperative changes lumbosacral junction. Degenerative changes. The patient also underwent x-ray of lumbar spine three views due to back pain. Impression: lumbar spine negative for acute osseous findings. Old healed normal-appearing postoperative changes. Degenerative changes. On (B)(6) 2012, (B)(6) 2013: the patient presented for follow up for back pain. On (B)(6) 2014: the patient presented with a complaint of right foot pain. On (B)(6) 2014: the patient underwent MRI scan of left shoulder joint due to left shoulder pain. Impression: distal supra-spinous tendinopathy and partial under-surface tear, mild acromioclavicular joint hypertrophy, biceps tendinopathy and bursitis. On (B)(6) 2014: the patient underwent x-ray of right calcaneus due to right heel pain. Impression: moderately large plantar and small to moderate posterior right calcaneal spurs. Soft calcifications in the distal achilles tendon and in the posterior aspect of the plantar fascia. On (B)(6) 2014: the patient underwent ultrasound venous bilateral lower extremity due to swelling. Impression: no evidence of ¿dvt¿. On (B)(6) 2014: the patient presented for an office visit with chief complaint of pain in right greater than left low back that radiates down right leg to foot. The patient was given right sacroiliac joint injection. On (B)(6) 2014: the patient underwent MRI without contrast due to anterior foot pain. Impression: mild- moderate degenerative changes of the forefoot. Mild increased t2 signal along the dorsum of the foot may be related to edems, cellulitis. The patient also underwent MRI of right ankle without contrast due to ankle pain and swelling. Impression: findings are compatible with moderate plantar fasciitis, most prominently involving the central cord. Increased t2 signal within the calcaneous is likely reactive. Differential considerations include altered biomechanics contusion. No evidence of achilles tendon rupture. Mild degenerative changes about the hind foot. On (B)(6) 2014: the patient presented for an office visit with chief complaint of all over back pain mostly on the right side. The patient was given right sacroiliac joint injection. On (B)(6) 2014: the patient presented for an office visit with chief complaint of left low back and in right anterior groin. The patient stated that it was a constant ache. The patient was given bilateral sacro-iliac injection. On (B)(6) 2014: the patient presented with diarrhea. On (B)(6) 2014: the patient presented with short of breath and chills. On (B)(6) 2014: the patient underwent x-ray of abdomen due to constipation and pain. Impression: moderate stool. No acute pathology. On (B)(6) 2014: the patient presented for follow up visit. On (B)(6) 2014: the patient underwent x-ray of left knee due to pain. Findings: no definite acute osseous abnormality. Chronic change. No definite substantial joint fluid. On (B)(6) 2014: the patient underwent CT of thoracic spine due to mild back pain radiating from neck down to back. Impression: long segment scoliosis with degenerative changes, mild wedging of t10 vertebra, at t14 and t15 there is minimal spurring , calcified bulges in t9-t10 and t10-11 inter-space, at t11-t12 calcified right posterolateral and right central disc bulge and facet disese with stenosis of the right neural foramen. On (B)(6) 2014: the patient presented for an office visit with chief complaint of pain in both sacro-iliac joints and low back. The patient stated that pain radiated down the posterior aspect of the left leg to the ankle. The patient was given bilateral sacro-iliac injection. On (B)(6) 2014: the patient underwent MRI of lumbar spine due to chronic low back pain. Impression: post-surgical changes incident to fusion at the l4-l5 and l5-s1 levels. Multi-level lumbar spondylitic changes and disc bulge. On (B)(6) 2014: the patient presented for an office visit with chief complaint of pain in right greater than left low back. The patient was given lumbar facet joint injection. On (B)(6) 2014: the patient presented for an office visit with chief complaint of tightness and pain on the right side of the low back traveling down the posterior portion of the thigh stopping at the knee. The patient was given right sacrolliac injection. On (B)(6) 2014: the patient underwent mammogram. Impression: indeterminate but generally low suspicious lesions for malignancy. On (B)(6) 2014: the patient underwent ultrasound guided needle cyst aspiration. Impression: right breast contains 2 lesions at 11 and 12¿o clock. On (B)(6) 2015: the patient presented with complaint of rattling in chest, coughing, wheezing, rib pain, lots of mucus and chills. The patient underwent x-ray of knees due to left knee pain and swelling. Impression: mild osteoarthritic changes at the left knee with extensive chodrocalcinosis in the medial and lateral compartments. No acute bony abnormality. Probable very small suprapatellar joint effucion. On (B)(6) 2015: the patient presented for an office visit with chief complaint of sharp pain in right side of sacro-iliac area. On (B)(6) 2015: the patient presented for an office visit with chief complaint of right sided low back pain and groin area. The patient was given right sacroiliac injection. The patient underwent CT of cervical spine. Impression: post-op corpectomy with solid fusion from c5 through c7. Moderate degenerative disc change at c4-5 with small posterior osteophytes but no definite central or foraminal stenosis. On (B)(6) 2015: the patient underwent MRI of cervical spine. Impression: posterior decompression and instrumentation at l4-5 and l5-s1 with moderate residual l5-s1 foraminal stenosis. Annular disc bulge with a super-imposed left paracentral-lateral recess 5 mm herniation at l1-2, resulting in left lateral recess stenosis, mild central canal stenosis, and posterior displacement of the conus medullaris tip. There are mild bilateral foraminal stenoses. Circumferential disc bulge with posterior element hypertrophy at l3-4, above the lower decompression, resulting in mild central canal stenosis, and moderate to severe left greater than right foraminal stenosis. On (B)(6) 2015: the patient presented with chief complaints of leg and heel numbness, pain in bilat groins, sharp pain in the back of head. On (B)(6) 2015: the patient underwent digital bilateral screening mammogram with computer aided detection. Conclusion: no mammographic evidence of malignancy. Bi-rads category 2. On (B)(6) 2014, (B)(6) 2015: the patient presented for office visit for refilling of medications. On (B)(6) 2015: patient presented for office visit. Review of systems revealed patient is positive for chills, sinus problems, abdominal pain, indigestion, ¿ibs¿, high blood pressure, back pain, osteoporosis, arthritis and headache. Patient underwent x-ray ap, lateral which demonstrated a strut graft in position. No impression of hardware loosening. Patient also underwent MRI which revealed significant deformation of cord. On (B)(6) 2015: the patient presented for follow up after increasing duragesic patch. On (B)(6) 2015 the patient underwent CT scan of the cervical spine due to severe neck and bilateral upper extremity pain. Impression: moderate c4-5 juxtafusional stenosis. Solid c5 through c7 fusion. The patient also underwent cervical myelogram due to severe neck and bilateral upper strand and shoulder pain. Impression: successful cervical myelogram demonstrating suggested c4-5 stenosis, and prior c5-7 fusion. The patient underwent x rays of the cervical spine due to neck pain. Summary: postoperative changes in the lower cervical spine. On (B)(6) 2015 : the patient presented to have a tick on upper thigh removed. On (B)(6) 2015: the patient underwent digital bilateral screening mammogram with computer aided detection and 3-d tomosynthesis. Impression: bi-rads category 1. On (B)(6) 2015: the patient presented for an office visit with chief complaint of burning across the low back and down the right leg. On (B)(6) 2015: the patient presented for an office visit with the complaint of neck pain radiating into arms. Impression: as per the patient¿s myelopathy patient has been recommended an anterior decompression and fusion up to c3-4. On (B)(6) 2016: the patient presented for follow up after restarting percocet. On (B)(6) 2016: the patient presented for a pre-op for medical clearance for neck surgery. On (B)(6) 2016: the patient presented for prepocedural respiratory examination. Impression of chest x-rays: no evidence of acute cardiopulmonary disease . On (B)(6) 2016, the patient presented with herniated nucleus pulposus c5-6, c6-7 hardware removal ; c3-5 acdf with pronerve, cross removal set, trinity and local bone, sythes bengal cage, skyline plates. Per the records, the patient was taken the operating room. She underwent uncomplicated anterior cervical decompression and fusion at c3-4, c4-5. The patient's postoperative course was uncomplicated she is up and ambulating on her own with independent control of her bowels and bladder at the time of discharge. Her neurovascular examination remained intact. She was eating a regular diet. On (B)(6) 2016, the patient presented with cervical spinal stenosis, c3-4 and c4-5, status post c5 to 7 anterior cervical fusion. The patient underwent following procedure: . C3-4, c4-5, anterior c4-5 anterior cervical diskectomy and fusion. Insertion of biomechanical spacer, c3-4 and c4-5. Anterior plating, c3-4, c4-5. On (B)(6) 2016: the patient presented with complaints of a rash that itches on her abdomen. On (B)(6) 2016: the patient presented for post-op follow-up with left leg swelling and leg pain. The x-ray of the patient indicated anterior cervical plate and spacers at c3-4 and c4-5, solid fusion c5 to c7. Patient underwent x-ray ap, lateral of cervical spine which showed solid fusion c5 to c7. Cages are in good position. Impression: healing cervical spine fusion. On (B)(6) 2016: the patient presented for routine visit. On (B)(6) 2016: the patient presented for an office visit with chief complaint of pain in the posterior left leg radiating down into the foot where the foot swells. On (B)(6) 2016: the patient presented with lot of pain. On (B)(6) 2016: the patient presented for follow up for neck pain.